Manufacturer narrative:
Pending investigation. D10. Concomitants: 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t 5582121. 02-020-13-0330 - truliant cr cem fem cr cem right sz 3 5123535. 200-02-35 - three peg patella 35mm 6204629.

Event description:
As reported via legal documentation, a patient had right knee replacement on (B)(6) 2020. They had right knee revision surgery (B)(6) 2023, approximately 3 years 3 months after their initial procedure. Per (B)(6) 2023 op report: the patient had chronic pain in the knee. Based on x-rays, it was felt that the tibial component might be oversized, but at the time of surgery of the medial aspect of the tibial tray was clearly visualized and there was no overhang. The tibia appeared to be well-positioned and well sized. The tibial tray was closely inspected and found to be stable without any overhang on the medial tibial plateau. Postoperative diagnosis: sling wear, right total knee. The patient was awakened from anesthetic and taken to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall [z-0023-2022]; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.